Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of he investigation conducted by the apropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, j00g5l; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results; cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k46n1m and trigger release condition, good. Analysis conclusion: based on the info received and the visual and functional results, no concluson could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. It could not be ascertained as to why the device reportedly damaged the tissue. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported that the device was used during a left sup. Lobectomy procedure. It was reported by the affiliate that while trying to staple the main bronchus, the device damaged part of the below tissue. There was no pt consequence. Add'l info received on 10/7/97. It was clarified by the affiliate that when suturing the bronchus, the device produced a hole about 1.5 cm in the posterior part of the remaining bronchus.